Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving hydromorphone (4 mg/ml at 1.8082 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and failed back syndrome. It was reported that the patient had a magnetic resonance imaging (MRI) the day before around 15-15:30 and a motor stall was seen when the pump was interrogated a recovery message displayed. It was noted that the patient woke up from the MRI feeling like they had the flu; felt cold, had nausea and was very weak. No further complications have been reported as a result of this event.